Event description:
Patient reported left side rupture, "swelling," "implants have been recalled," and "4.5 cm of fluid surrounding my implant." The device remains implanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and "fluid" surrounding implant.